Manufacturer narrative:
This report is submitted on february 23, 2022.

Event description:
Per the clinic, the patient developed a skin infection at the implant site (specific date not reported) and was subsequently treated with topical and oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on february 23, 2022.

Event description:
Per the clinic, the patient developed a skin infection at the implant site (specific date not reported) and was subsequently treated with topical and oral antibiotics (specific date and duration not reported).